Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference numbers:3006705815-2023-00665, 3006705815-2023-01894. It was reported the patient's leads had high impedances. As such, surgical intervention was undertaken and the leads were explanted and replaced.